Event description:
The customer reported 12-lead ECG v4 signal loss. There was no report of pt impact.

Manufacturer narrative:
(B)(4), a philips field service engineer (fse) evaluated the device, confirmed the issue, and resolved the issue by replacing the leads ECG connector.